Event description:
It was reported that during a hemorrhoidectomy procedure, there was an incomplete staple line, sutured by hand. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 11/10/2008. Information anticipated, but unavailable at this time.